Event description:
Ventilator suddenly turned off and alarmed "vent inop." The ventilator had not been touched, torned off, or unplugged. The ventilator was off and not functioning, while in the "on" mode. Pt was immediately bagged. This failure followed insertion of pc software.